Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event translation: it was not possible to implant a polyethylene altrx in the patient because it did not fit properly to the cotilo of the same size, the feeling of the traumatology was that was infradimensionado because with a slight touch was released from the cotilo. It opened a new polyethylene of the same size and was implanted without problem. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.